Event description:
In 2008, a female underwent a successful implantation of the xp1 single system dental implant at site #3. Primary stability rating was noted as 'good'. On two months later, eight weeks post implant placement, the implant was noted to have failed to osseointegrate. The implant was removed. The clinician has reported that the implant failure is not related to the xp1 device.

Manufacturer narrative:
Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in literature across implant sys. (1,2,3,4,5) in addition, failure to osseointegrate is included in the xp1 sys labeling as a known complication. There are various factors that contribute to the risk of implant failure. (5) these included pt factors such as prior oral infection, poor bone qual or quantity, systemic conditions such as diabetes, uncontrolled hypertension, etc. Pt habits such as tobacco use, alcohol or drug abuse, poor oral hygiene, and bruxism may also lead to implant failure. In addition, improper surgical technique can lead to implant failure and/or loss of supporting bone. The device history record for this lot of implants was reviewed and process and sterilization parameters were found to be as specified. In conclusion, the lack of osseointegration of this keystone dental implant is due to pt factors, and is a well-documented and inherent risk of dental implants.